Manufacturer narrative:
Manufacture narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
In the article, long-term evaluation of anterior segment structures after implantable collamer lens v4c implantation, it was reported, "patients with iop of 21 and 30 mmhg were treated with cartalol eye drops for hypotension. Patients with iop exceeding 30 mmhg underwent anterior chamber drainage, with close iop monitoring."